Event description:
The customer stated that he had a battery out limit alarm. Customer stated that when he took the battery out, there was corrosion in the battery compartment. Customer does not know if the pump got wet. Customer stated that the pump alarmed after a battery change. Customer was assisted with clearing the alarm. Customer stated that the basal rates were correct and the batteries were not out of the pump greater than the duration allowed by the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with normal operating currents within specification. No unexpected battery out limit alarm was noted. However, the pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.